Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom door not fully latched alarm. Evaluation found the force required to close the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.